Event description:
It was reported to boston scientific corp on may 21, 2007, that four days after the placement of a wallflex enteral colonic stent in a female pt, "the pt had abdominal pain and discomfort". A bowel resection was performed and it was noticed that "the stent had perforated through the bowel". The stent was initially placed in 2007, in the "pt's distal sigmoid colon/proximal rectum" as a bridge to surgery, meaning the stent was being chopped out and removed during (the) operation". Four days later, the physician performed the bowel resection, where it was noticed that "the perforation had occurred distal to the tumor and two loops from the distal end of the stent had pierced through the bowel wall". Requests for pt's post procedure were made to no avail.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted and all specs were met upon release. A review of the complaint database revealed no add'l complaints reported for the same mfg lot. The april 2007 15-mo wallflex enteral stent complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The number of complaints recorded in february 2007 and april 2007 exceeded their respective alert limits; however, the corresponding complaint rates did not increase since the quantity of prod distributed increased as a result of prod launch activities.